Event description:
It was reported that a locking cap has loosened post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation. The imaging provided shows the migrated l5 locking cap. No determinations could be made as to the cause of the reported issue. The following sections have been updated. B4, e1, h2, h6, h10.